Manufacturer narrative:
Additional narrative: part #: 03.226.039, lot #: u225362, supplier: (B)(4), release to warehouse date: june 5, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the complaint device drill bit ø3.2/1.7 cann l225 4flut (product code: 03.226.039, lot number: u225362) was returned to customer quality (cq) west chester for investigation. The drill flute had the guide wire (product code: 02.226.000) inside it which is due to the blockage of the cannula by some foreign substance. Functional test: the guide wire along with the foreign substance were removed from the cannula of the drill flute during functional test. Can the complaint be replicated with the returned device(s)? The complaint cannot be replicated the two parts were separated during evaluation without any issue. Dimensional inspection: cannula diameter: measured dimension. Conforming. Measurement device used: caliper. Document/specification review: based on the date of manufacture, the current and manufactured version of drawing were reviewed. Drill bit ø3.2/1.75 cann 4flu. Complaint confirmed: the overall complaint is being confirmed as there was an unidentified substance blocking the cannula leading to issue. Conclusion: the drill bit was returned with the guide wire inside it. During investigation, the device were separated without any issues. The overall complaint is being confirmed as a foreign substance was seen blocking the cannula. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the surgery, the guide wire needles were used, and one of them became caught inside of the drill bit. The surgery was completed successfully without delay. There was no patient consequence. This report is for one (1) 3.2mm cannulated drill bit. This is report 2 of 2 for complaint (B)(4).